Event description:
It was reported that a clutch plunger lever alarm was experienced.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. Event log history was performed and check clutch plunger lever was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Combination of lead screw and both clutch halves were found slipping, old, dirty and worn out. Service replaced the lead screw and both clutch halves.

Manufacturer narrative:
Additional information was received indicating additional information in unknown and that most of the issues were found during testing.